Event description:
The device was used during a "ladg". Reportedly, a component disengaged. The surgeon x-rayed the cavity and could not locate the component. The hosp has reported no pt injury occurred.